Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia, sweating, a loss of consciousness and seizures and paramedics were called. The customer was unable to self-treat and was glucagon, liquid glucose, and IV with glucose as treatment by a healthcare professional due to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia, sweating, a loss of consciousness and seizures and paramedics were called. The customer was unable to self-treat and was glucagon, liquid glucose, and IV with glucose as treatment by a healthcare professional due to hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.